Event description:
The customer reported that the sys would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cables on relay control board were evaluated and reseated. The system was tested and found to be working as intended and returned to service.